Event description:
The complaint is reported as: "unable to pass vip+tri lumen thermodilution catheter (lot 62704334 edwards) via cath-gard contamination shield with twistlock adaptor. Thermodilution catheter balloon perforated." No patient harm reported. Another kit was obtained and the procedure successfully completed.

Manufacturer narrative:
Continuation of d11: 4 edwards manufacturer (B)(4). The customer returned one catheter guard, lidstock, and a non-arrow swan-ganz catheter for evaluation. Visual inspection of the returned catheter guard did not reveal any defects or abnormalities. The inner diameter within the proximal housing measured 0.125," which is within specifications of 0.120-0.130" per housing graphic. The inner diameter within the distal housing measured 0.123," which is within specifications of 0.120-0.130" per housing graphic. The outer diameter of the returned swan-ganz catheter was 7.5 fr. The returned swan-ganz catheter was inserted into the catheter guard to functionally test. The catheter passed through with minimal resistance and the twistlock of the catheter guard was able to be secured around the catheter with no issues. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "ensure that double twistlock of catheter contamination shield is fully opened. Insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter." The customer complaint of a catheter tight in a catheter guard could not be confirmed by a complaint investigation of the returned sample. The catheter guard passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. Based on the sample returned no problem was found. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Concomitant medical products: 4 edwards manufacturer. Qn#: (B)(4).

Event description:
The complaint is reported as: "unable to pass vip+tri lumen thermodilution catheter (lot 62704334 edwards) via cath-gard contamination shield with twistlock adaptor. Thermodilution catheter balloon perforated." No patient harm reported. Another kit was obtained and the procedure successfully completed.